Event description:
Customer reportedly received the following results on the active s system within 10 minutes: 83 mg/dl, 63 mg/dl, 53 mg/dl, and 131 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.